Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis results found that the device was returned with the firing trigger broken and missing. A cartridge was received loaded in the device. The cartridge was received partially fired and with no damage to the lockout tab. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right thoracotomy procedure the device stopped in midfiring. The cut line and staple line were equal in length. Another device was used to complete the procedure . There was no pt consequence.